Event description:
It was reported that the patient underwent a surgical procedure to explant this inflatable penile prosthesis (ipp) due to a fluid leak from the tubing from the reservoir to the pump. The reservoir had migrated and put strain on the tubing resulting in the leak. The ipp was replaced. There were no patient complications reported.